Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose was unknown. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.